Manufacturer narrative:
Suspect device received on november 29, 2022. Device evaluation completed on december 01, 2022: the product was returned to mentor for evaluation. Mentor then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the smooth high profile xtra 465cc breast implant was found to be ruptured, and additionally was received in two parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 31-year-old caucasian female who underwent a breast augmentation primary with a mentor memorygel xtra, 415cc on the left, and 465cc on the right side, silicone prosthesis experienced right sided rupture, and left sided asymmetry issue postoperative. The issue was diagnosed through physical examination. Right side rupture diagnosed via in office ultrasound by the doctor. As a result, patient underwent bilateral replacements as follow: cat#: shpx-465, sn#: (B)(4); cat#: shpx-415, sn#: (B)(4), and on the left side inferior capsulotomy was performed to lower the left implant on (B)(6) 2022. This report relates to the right. Prosthesis.

Manufacturer narrative:
Updated device evaluation completed on december 15 , 2022: the product was returned to mentor for evaluation. Mentor then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the smooth high profile xtra 465cc breast implant was found to be ruptured, and additionally was received in two parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).